Event description:
(B)(4). Left coil was broke and right coil migrated into uterus shown on hsg 5 months after placement (B)(6) 2008. Abdominal pain, heavy bleeding that lasted for weeks at a time, bleed more in a month than I didn't bleed, constant migraine headaches, extreme fatigue, abdominal swelling, weight gain, unexplainable rashes, anxiety and depression.